Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fill estimate was inaccurate. The customer¿s blood glucose level was approximately 130 mg/dl. A new cartridge was successfully loaded to address the reported event and the pump would continue to be used for insulin therapy.